Manufacturer narrative:
(B)(4).

Event description:
Impedance measurements were reported to have been greater than 4000 ohms, in regards to a pt's device. Current impedance measurements were normal. No further info was provided, including the pt's status/outcome. Add'l info has been requested, but was not available as of the date of this report.